Event description:
It was reported that the patient had a previous lead that popped out of her skin, which she then had removed and replaced. It was also infected at the time. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, and if the patient had any further concerns about this historical event. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3550-29, lot# n457658, implanted: (B)(6) 2014, product type: accessory; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).